Manufacturer narrative:
The repair evaluation found there was a no image defect. The cause of the defect is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.in general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high definition autoclavable camera head was returned to the olympus repair center for ¿cable disconnection¿. The customer reported problem was found during an unspecified event. However, the repair evaluation found there was a no image defect. No death, injury or harm was reported to olympus. This report is being submitted to capture the no image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - corrected to add the country japan. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the video function was not functioning properly due to the breakdown of the cable which caused the event. However, the specific root cause of the dust could not be determined at this time. Olympus will continue to monitor field performance for this device.